Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device requires service. The customer did not indicate what sort of service was required. There was no reported patient involvement/adverse patient impact.